Event description:
Customer reported via phone, the buttons on the insulin pump were not responding. Customer's blood glucose was unknown. Customer was advised the device need to be replaced and customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.